Event description:
The hcp reported that the patient developed pain, redness and swelling of the interstim neurostimulator implant site. The patient was treated with oral antibiotics and the system removed. The infection was reported as resolved. It was also reported at this time the patient had had a similar infection with an interstim system implanted in 2002 and explanted in 2004.